Manufacturer narrative:
Original notification received on september 1st that a patient was sent to the emergency room , on an unknown date, for a foley catheter balloon that wouldn't deflate. One phone call and two emails sent to the customer with no response. No injury or negative patient consequence was reported to us. It is unknown what intervention was performed to remove the catheter. We have no sample or photo to evaluate. At this time a root cause cannot be determined. In an abundance of caution this medwatch is being filed. Device not returned.

Event description:
Foley catheter balloon would not deflate.